Event description:
The coil would not detach. An excel 14 microcatheter was used. There were no consequences to the patient. The physician removed the coil and took another one to continue the procedure.

Manufacturer narrative:
The returned device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils nondetachment was due to a fracture of the solder joint junction inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components had an additional contribution to the complaint event. It was stated that there was resistance inside the microcatheter. The evidence suggests that distal interference may have been a contributing factor to this resistance. The source and location of this interference cannot be determined. However; without the return of the excel 14 microcatheter used in the procedure; it cannot be determined if this component contributed to the resistance reported inside the microcatheter. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.